Event description:
It was reported that a patient participating in a study experienced a stroke. No further information was provided.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that a patient participating in a study experienced a stroke. No further information was provided. It was later reported that the patient experienced gait instability and slurred speech and was admitted on (B)(6) 2025 and discharged two days later. Per the site, this event was not related to the device or implant site, resolved on (B)(6) 2025, and is considered a serious adverse event, but not related to the procedure or device.

Event description:
It was reported that a patient participating in a study experienced a stroke. No further information was provided. It was later reported that the patient experienced gait instability and slurred speech and was admitted on (B)(6) 2025 and discharged two days later. This event was not related to the device or implant site, resolved on (B)(6) 2025, and is considered a serious adverse event, but not related to the procedure or device.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. This report is being submitted to correct the outcomes attrib to adv event field (b2) in section b, adverse event/product problem and patient codes (h6) in section h, device manufacturers only.